Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that prior to a procedure the lamp failed to turn on and needs to be replaced. There was no patient involvement. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp was subsequently replaced to address the issue. The system was manufactured on august 29, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, determining if the xenon lamp is nonconforming or past its rated life expectancy, cannot be determined conclusively. (B)(4).